Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. In addition, the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the suspected cause of the low bg level was unknown. To treat the low bgs, the customer consumed carbohydrates. Although requested by tandem technical support, the customer declined to perform troubleshooting for the bg event. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.